Manufacturer narrative:
We checked the returned unit and confirmed that the jet socket stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the jet socket. In addition, we confirmed that the segment compressed, the us connector cable compressed, the us connector casing cracked, the objective gluing missing, the biopsy inlet piece deformed, the bending rubber cut, and the us connector body defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.